Event description:
A patient reported experiencing inaccurate results with an ot basic enhanced meter. The patient's blood glucose results were 98 mg/dl, 56mg/dl. Tests were done less than 10 minutes apart with a difference of 37mg/dl. Patient did not experience any adverse events. No further information has been reported.